Event description:
It was reported that when the patient presented for routine clinical follow-up a non-sustained lead noise episode was observed. Occasional oversensing of the noise was observed. The patient will be monitored.